Event description:
It was reported that the lead exhibited a high capture threshold. Syncope was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.